Manufacturer narrative:
(B)(4). Concomitant medical products: item #unknown unknown cup lot #unknown, item #unknown unknown stem lot #unknown, item #00632006232 liner 20 degree elevated rim 32 mm i.d. For use with 62 mm o.d. Shell lot #60227858. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent left hip arthroplasty. Subsequently, approximately thirteen (13) years post op patient was revised due to pseudo tumor and elevated metal ion levels. Additional information was requested, however none was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product or medical records received. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 03709.

Event description:
No further event information available at the time of this report.